Event description:
It was reported that the customer experienced a high blood glucose of 408 mg/dl. Customer stated that after changing the site, blood glucose went down to 172 mg/dl and she felt that the insulin pump was functioning fine. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.